Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors fractures on a/an endsnorz sleep appliance (silent nite 3d) sleep device.